Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a sudden decline in hearing performance. Reportedly the vibrant soundbridge and the external audio processor are working within specification. Diagnostic imaging to confirm correct placement of the floating mass transducer (fmt) is planned. Revision surgery is planned if the fmt will be found migrated from its intended position. However with the currently available information an exact root cause cannot be determined.

Event description:
The user's hearing performance with the device has suddenly worsened. Re-positioning surgery is considered. Imaging might be performed to check floating mass transducer (fmt) coupling.

Event description:
The user's hearing performance with the device has suddenly worsened.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.